Event description:
The customer reported approximately fifty (50) milliliters of fluid leaked under the instrument and onto the counter during patient samples analysis involving coulter lh 500 hematology analyzer. The customer indicated the leak originated from inside the right door and turned off the unit. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. The customer stated quality control (qc) was within range at the time of the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the worn tubing through pinch valve pv43 and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).